Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations related to the event. A definitive root cause is unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a metal to metal hip replacement. The patient had a revision surgery 5 years later due to metal issues related. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D.10 unknown cup. G2. Report source: italy. Multiple MDR reports were filed for this event, please see associated reports: medwatch: 0009613350-2023-00595. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.